Event description:
It was reported that during the implantation of the intraocular lens (iol) some particles were observed. The doctor thinks that the inserter with amvisc plus caused the particles. The patient underwent a secondary procedure to remove the particles, the date of the secondary procedure is unknown. The patient, and the serial number of the lens is unknown at this time.

Manufacturer narrative:
Date of birth: unknown; sex: unknown; date of event: unknown; serial number: unknown; expiration date: unknown; if implanted, give date: unknown; if explanted, give date: n/a (not applicable), the lens was not explanted. (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.